Manufacturer narrative:
During failure analysis, the device overheated. Upon further investigation, the rotor assembly was observed to be stuck in the driveshaft. The probable cause of the overheating was attributed to damaged/worn rotor bearings. The damaged parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker core impaction drill was sent in for eval due to overheating during a wisdom tooth extraction procedure. No adverse consequence was reported, another device was used to complete the procedure without any procedure delay.